Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). (B)(6).

Event description:
The customer received questionable results for multiple patient samples from the cobas 6000 c (501) module. The samples were repeated on another cobas analyzer and those results were believed to be correct. Of the data provided for nine patient samples, only some of the results for eight patient samples were discrepant. Refer to the attachment to the medwatch for all patient data and information regarding if the erroneous results were reported outside of the laboratory. There was no adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative found an issue with the sample probe alignment. He realigned the sample probe so it did not hit the probe rinse station. He replaced cracked vacuum diaphragms, worn rinse tubing on the rinse mechanism, and the syringe seals. He flushed the sample and reagent lines. No errors or malfunctions occurred during checks.